Manufacturer narrative:
Investigation including root cause analysis is in progress. The alcon representative reported that the keratometer being used by the customer is over 10 years old and has not been calibrated for some time. The system operator is not certified, and the customer is not sure if they have been trained to use the equipment. This report mailed in to FDA on: 07/24/2007.

Event description:
The customer reported a variable difference between the intraocular lens (iol) calculation and iol lenses implanted by the surgeon. The customer stated, that the doctor calculates the lens power using the system, and then adds more diopter power to the lens selected, according to the length of the patient's eye. For this patient, the calculated iol power of the lens was 17.5 diopters. The doctor implanted a 18 diopter lens. The patient is in a prone position when the a-scan is taken. The doctor used the srk-ii formula when calculating the lens power. These 11 events are reported under MFR report #'s: 2028159-2007-00349, 2028159-2007-00350, 2028159-2007-00351, 2028159-2007-00352,2028159-2007-00353, 2028159-2007-00354, 2028159-2007-00355, 2028159-2007-00356, 2028159-2007-00357, 2028159-2007-00358, 2028159-2007-00359.